Event description:
It was reported that the patient had been treated with a gore-tex regenerative membrane in 2003. It is unclear regarding the chronology of events; however, at some time later, the patient developed a systemic infection and returned to the hospital. It is unclear if the return to the hospital is related or unrelated to the gore device. Additionally, it was reported that the device migrated from the #2 position in the mouth to the #4 position. Reportedly, this was confirmed by an independent second periodontist using x-ray. The limited information regarding this event has been provided to gore by the implanting periodontist. Any further information related to this event will be provided by the implanting periodontist's legal counsel. Based on the information provided, it is unknown the exact chronology of events, accuracy of information, or patient status related to this event.

Manufacturer narrative:
No lot number information has been supplied, therefore, a review of the manufacturing paperwork can not be conducted. No device was returned for examination. Note: the device was not returned. Consequently, a direct product analysis was not possible. We have no reason to believe that the device performed other than expected. Without additional information, it is impossible to further investigate this event.